Event description:
A site representative, rn, reported a cycling camera on the element system. External camera connections were checked and found no visible issues. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement psu and cable shipped to site (B)(4) 2013. Medtronic evaluation of returned suspect camera finds the psu was observed to cycle a few at power-up during functional testing. Passive tracking was erratic, exhibiting a reduced volume at different times during the test. The psu failed the aak test at 1.19mm also with high line separation of 2.09mm. The camera was out of calibration and directly caused the event. Medtronic evaluation of the returned suspect cable finds the cable in good condition and passed a continuity test with no opens or shorts detected. No problem found. Issue with cable could not be duplicated.